Event description:
Reporter indicated a vns therapy pt underwent generator replacement surgery for normal end of service. During the surgery, high impedance was received on a diagnostic test when the new generator was attached to pt's existing lead. The new generator was confirmed to function properly with a test resistor. The generator was re-attached to pt's existing lead and after multiple lead pin re-insertions, the impedance registered ok impedance. After the surgery, the pt began to experience an increase in seizure activity over night. The pt's seizure activity level prior to initial vns therapy implanted is unk. Additional diagnostic testing revealed high lead impedance. The hospital performed x-rays, the radiologist did not visualize a lead break. Part of the lead was coiled under the generator and could not be assessed. The physician increased medication because the seizure activity did not decrease. The pt underwent vns therapy replacement surgery. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date. On (2007) system diagnostic: test yielded high lead impedance, dcdc code 7, output status unk, elective replacement indicator unk.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.